Event description:
Procedure type: inguinal hernia repair. According to the reporter: used for inguinal hernia repair. Balloon did not inflate uniformly. Without replacing the device, procedure was completed. No bleeding. No tissue damage. Nothing fell into cavity. No pt harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).